Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a during a catheter ablation procedure for the treatment of atrial fibrillation, a bmc steerable sheath was selected for use. Its flush port has been detached after insertion into the patient, rendering flushing impossible. Hence, the device was replaced by a non-boston scientific agilis sheath. No other issue was reported. Procedure was completed successfully and no patient complications occurred. Product is not expected to return as it was discarded in the facility.